Event description:
The catheter was not detected during prep. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly about event and return of product. Manufacturer response for ultrasound catheter, 0.035in x 90cm visions pv digital ivus catheter w/ markers (per site reporter).